Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mini trek catheter was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was reportedly heavily calcified, which likely contributed to the reported difficulties. Factors that can contribute to tip damage include but are not limited to manufacturing, removal from packaging at the account, handling during preparation/use, or insertion of the guide wire. As there was no damage noted during product inspection prior to use, it is likely the tip damage is related to the procedure. It is likely an interaction with the calcified lesion caused damage to the tip. A search of the lot history record indicated no non-conforming material records for this lot related to the complaint. Additionally, a search of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency. During manufacturing, all products are subject to a 100% visual inspection for tip damage, including the point where the protective sheath is placed over the balloon prior to packaging. Additionally, a sampling of units is destructively tested to verify tip pull force.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. Dilatation was performed with a 1.2 x 6 mm mini trek. Next, an attempt was made to advance the 2.0 x 15 mm mini trek; however, resistance was met with the vessel and the device was removed. It was observed that the soft tip of the device was jagged. A non-abbott balloon was used for dilatation and a promus stent was implanted successfully. There were no adverse patient effects. No additional information was provided.